Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review. Medical safety/clinical reviewed the event. A 49-year-old male with history of alcohol use disorder and nonischemic cardiomyopathy on gdmt (nonadherent) presented to the emergency department on (B)(6) 2025 with epigastric and chest pain. The patient had worsening delirium, flash pulmonary edema, and cardiogenic shock with poor hemodynamics following swan-ganz placement. On (B)(6) 2025, biventricular impella support was initiated (impella cp for lv support and impella rp flex for rv support). The impella rp flex was explanted on (B)(6) 2025. Due to persistent shock, va ECMO was initiated with continued impella cp for lv unloading (ecpella). The impella cp remained in place from (B)(6) 2025 to (B)(6) 2025. During ecpella support, the patient developed laboratory evidence of significant hemolysis with multiple plasma-free hemoglobin (pfhgb) values >30 mg/dl, peaking at 160 mg/dl. The impella cp was repositioned over the weekend and subsequently reported by cardiology to be in good position. The impella cp device performance level was reduced from p-4 to p-2 for left ventricular venting. Despite ongoing support, the patient¿s condition did not improve. Goals of care were transitioned to comfort measures, all life-sustaining therapies were withdrawn, and the patient expired.

Manufacturer narrative:
Data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved. There were no motor current spikes or purge issues observed during support. No product was not returned for review. The cause of the hemolysis was the patient related since position was good and ECMO was started at the time of hemolysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolyzed labs and positioning issues. The pump was repositioned and the p level was lowered. Later, care was withdrawn and the patient expired.